Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation: bd received both used and unused samples as well as photos from the customer facility for investigation. The customer samples were evaluated and no issues were observed with the unused samples while the used samples exhibited safety shield separation. Safety shield separation was also observed in the photos that were submitted. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on the investigation, the customer¿s indicated failure mode for safety shield separation was observed by bd pas during evaluation. Based on the investigation, a root cause could not be determined. (B)(4).

Event description:
It was reported that the safety mechanism of the 3 ml bd preset¿ syringe with bd luer-lok¿ tip. 23 g x 1 in bd eclipse¿ needle came off, leaving the needle exposed. There was no report of serious injury or medical interventions.